Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown), but during the procedure, the shock button on the device lit up, and the machine emitted a "push to shock" prompt, although the charge button had not been depressed by the emt and the device was not armed (charged). The emt then turned the device off. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.